Event description:
It is reported the pt was revised due to experiencing discomfort. The plate was removed and corrosion and metallosis were noted in the area around several of the locking screws.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.